Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported that the patient was experiencing knee pain. A revision procedure took place and the axle was reported to have abnormal wear.

Event description:
It has been reported that the patient was experiencing knee pain. A revision procedure took place and the axle was reported to have abnormal wear.

Manufacturer narrative:
Correction - common device name changed from femoral knee component to fem knee w/epi. Additional information: complaint investigation closed 16 aug 2018. An event regarding alleged pain involving a mets distal femur was reported. The event was not confirmed in the absence of patient details (weight, activity level etc), x-rays or other information it is impossible to identify the exact cause of the reported pain. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.